Event description:
A (B) (6) customer tested his blood glucose using his breeze2 meter and received a reading of 138 mg/dl. A comparison lab test gave a blood glucose reading of 648 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.